Event description:
The following info was provided by the cook area rep based on comments made by the user: on two occasions, involving two physicians with the same new olympus endoscope, the tracer hybrid wire guide reportedly frayed and shredded. The physicians were not sure whether their elevators were up or down on the endoscope. See MDR 1037905-2011-00807. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. The outer blue coating of the wire guide has separated from the inner core wire near the distal end, but the damaged section of coating did not detach from the wire guide. This damaged area is located approx 12.5 cm from the distal end. In addition there was damage noted to the orange coating approx 148.5 cm from the distal end. The device the coating has folded onto itself exposing the inner core wire. No section of coating was missing on the wire guide. A product discrepancy or anomaly that could have contributed to this occurrence was not observed. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If the wire guide received excessive pressure during use, perhaps in response to resistance encountered, this could have contributed to damage of the wire guide coating. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30 cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating separation. If the endoscope or accessory device used with this device contains a burr, this could contribute to wire guide coating separation. Prior to distribution, all tracer hybrid wire guides are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.